Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st segment elevation, pericarditis, chest pain, and hemolysis. The procedure was completed with no complications and was "straight forward". Following the procedure the patient experienced st elevation which was determined to be associated with pericarditis, chest pain and hemolysis. No treatments were reported to have taken place, and the patient is expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.